Event description:
According to the rptr: the handle was damaged during shipping and the neck area around the handle that attaches to the adapter was off of the handle along with the spring that is inserted in the neck.

Manufacturer narrative:
(B)(4).